Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. Device passed all operating currents tested within the spec range and passed off no power test. Device was tested with no audio/beep anomaly noted. Device received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's alerts were too soft. Blood glucose level at the time of the incident was 298 mg/dl. During troubleshooting, the company representative could not hear the beeping either. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.